Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported event could be confirmed in the events log. However, the reported event was unable to be duplicated as all transducer are calibrating correctly and the unit functioned for 17 hours without fault.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit has low exhaled tidal volumes. The customer performed troubleshooting and reported the differential flow transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.